Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The enclosure was chipped by the water tank cover causing a slight leak from out the side of the water tank. Both covers were cracked, the line cord was worn, and the pole clamp handle was broken. The investigator filled the tank with water, attached a temp check, plugged in the line cord, and turned on the power switch. The customer reported product problem (fogging up while using correct cleaning solution) was not replicated during testing. The device ran for several hours with no fogging up until it was shut off and emptied of water. Getting condensation on the tank cover was considered normal. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The pump underwent standard preventative maintenance. The pump was deemed to have passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) fogged up while the correct cleaning solution was being used. No patient injury or complications were reported in relation to this event.